Event description:
As reported by the field clinical specialist (fcs), approximately 5 years and 8 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 valve in the native aortic position, the valve failed due to aortic stenosis with aortic regurgitation, and an increased gradient of 52mmhg with a valve area of 0.40cm^2. The patient was admitted and severely anemic with a significant ef (ejection fraction) drop in the last 2 months (30-35%). An echocardiogram revealed mild hypo attenuated leaflet thickening and calcification of the valve leaflets, and the leaflet motion appeared somewhat compromised. The right ventricle was enlarged with reduced systolic function by visual estimate. The patient underwent a successful valve in valve procedure with a 26mm non-edwards valve. Balloon valvuloplasty was performed with excellent expansion of the previously placed sapien valve and inflow of the non-edwards valve. Mean gradient was 6mmhg at the conclusion of the case with trace pericardial effusion. The patient was in stable condition and discharged.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results are inconclusive due to the limited information provided. However, patient factors might have contributed to the event, including the patient's advanced age of 67 years and history of congestive heart failure. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.